Event description:
It was reported that during the manual cleaning process, the customer used the same channel plug for reprocessing of the multiple scopes. There were no reports of patient harm associated with the event. This report is related to and linked to patient identifiers: (B)(6) for the scopes.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) provided visit to the user facility. The ess informed the customer that the channel plug needs to undergo reprocessing between each use according to the olympus instructions for use (IFU). The customer uses the endodry storage cabinets and stores the endoscopes in the cabinet with the scope coiled sitting horizontal on the shelf for storage. The device was not returned to olympus for evaluation. The reported issue was confirmed by ess. The suggested event is not reproducible for its non-reproducibility. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of investigation, it is likely that the user understanding differed from olympus recommendation in handling and/or reprocessing steps of device. Olympus expert trained the user on the correct handling of device. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The suggested event is preventable by handling device in accordance with the following instructions for use (IFU): IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.